Event description:
Hcp reported the patient was getting shocks and no stimulation. When the device was explanted hcp found "fluid inside the connectors, but the set screws were tight". The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.